Manufacturer narrative:
Investigation conclusion: the customer's complaint was not replicated with in-house testing of retain lot w68538rb. No issues with tni recovery were observed. Manufacturing batch records for lot w68538rb were reviewed and found the lot met final release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The customer reported the following events occurring for one patient: patient came into the ed complaining of chest pain, unspecified type and unspecified acute renal failure. Two edta tubes of whole blood taken at 23:44am on (B)(6) 2017. Result on triage meter 1 at 00:14am on (B)(6) 2017 tni = <0.05. Site noted that patient result had not been entered into the chart because the wrong barcode was scanned and they needed to repeat. Triage bnp = <5.0 and ckmb was normal (customer unsure if this was on triage or different methodology, declined to provide value). Potassium =3.4, hct=44.8%. Repeat result on meter 1 at 01:06am on (B)(6) 2017 tni = 0.14. Repeat result on meter 2 at 01:38am on (B)(6) 2017 tni = <0.05. Repeat result on meter 1 at 02:01am on (B)(6) 2017 tni = <0.05. Reference lab tested patient tnt at 05:25am yielded tnt=<0.010ng/ml. Site cut off/ reference range for triage tni= <0.050ng/ml. Site cut off/reference range for tnt is <0.040ng/ml. Customer indicated that as part of her investigation into the issue she went to the site herself and ran sample form a blue top, a green top. She also ran both of the edta tubes which had still been out at room temperature since the initial and repeat testings were performed. Tubes had been out at room temperature several hours, exact timing not provided. She ran sample from all four tubes on both triage meters: all 8 tests came back at tni= <0.05. Customer indicated she was aware that samples from blue and green top tubes are not validated, and that whole blood edta sample should not be run beyond 4 hours. Patient was admitted for observation at a different site, customer did not give the name of the site. At that site, an EKG and two CT scans of the patient's heart and pulmonary arteries were performed. Customer declined to state if the outcomes were normal or not. Cardiac markers done at the site where patient was admitted have come back "normal": customer declined to provide the test method, results and analytes for the cardiac marker done.